Event description:
It was reported that the right ventricular [rv] lead had high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo.